Manufacturer narrative:
The reported event could be confirmed. The device inspection revealed the following: the received drill bit shows signs of intense usage. Deep scratch marks can be seen throughout the body, possibly due to interaction with the drill guide under excessive stress. The flutes have become completely blunt and severe material deformation can also be seen around it. The breakage surface reveals abrupt ridges and an uneven surface which indicates towards a forced fracture. These signs are evident enough to suggest that there was an abnormal usage of the drill. A review of the device history for the reported lot did not indicate any abnormalities. A review of the labeling did not indicate any abnormalities. Based on the investigation the root cause was attributed to a user related issue. The extent of damage (scratch marks & material deformation) appearing on the received drill and the breakage pattern is indicative that there was an abnormal usage involved on the part of the user. There was an excessive amount of torque involved in drilling through the bone. This is possible when the flutes have become blunt. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the complaint report will be updated.

Event description:
The following was reported via medwatch # (B)(4). In the operating room performing an open reduction internal fixation (orif) of the patient's pelvis. While using the stryker drill bit, the provider was pre-drilling into the patient's pelvis to ready it for locking screws, when the tip of the drill bit broke off into the patient's pelvis. Approximately 1 inch of the drill bit broke off into the patient's pelvis and was unable to be retrieved. The patient was having an open reduction internal fixation (orif) of his pelvis.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
The following was reported via medwatch # (B)(4). In the operating room performing an open reduction internal fixation (orif) of the patient's pelvis. While using the stryker drill bit, the provider was pre-drilling into the patient's pelvis to ready it for locking screws, when the tip of the drill bit broke off into the patient's pelvis. Approximately 1 inch of the drill bit broke off into the patient's pelvis and was unable to be retrieved. The patient was having an open reduction internal fixation (orif) of his pelvis.